Manufacturer narrative:
The device was returned to olympus for inspection, and the b30 scope communication error was confirmed. The static "no image" was also confirmed. Based on the results of the investigation, it was presumed that the b30 error code was the result of improper or inadequate reprocessing or handling. It was also presumed that the static no image was caused by stress from use or failure of mounted parts (sw board, etc.) On the electrical board. The root cause for both reported events could not be determined. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped in accordance with its specifications. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): the inspection method for the suggested event1/2 is described in the operation manual "chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the deflectable videoscope received a b30 scope communication error code and had no image due to static when connected to the video system center. The issue occurred during preparation for use of therapeutic thoracic surgery. The intended procedure was completed with a similar device. There were no reports of patient harm.